Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported she had no delivery and it was a new malfunction she never received. Customer stated the device would maker her rewind. Customer was traveling when alarm occurred. Unable to troubleshoot since event was a passed event. Customer's blood glucose was unknown. No further information reported.